Event description:
Received a call with a request that this facility preserve the explant and tissue specimen and return to a storage facility after surgery. From op report: preoperative diagnosis: loose femoral component, left metal-on-metal total hip arthroplasty. Operation performed: revision total hip arthroplasty (tha), femoral component and polyethylene liner, left hip. Postoperative diagnosis: same.